Event description:
The customer reported that the alarm has no power. The customer reported that one battery contact looks a little flat. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Results - evaluation of the returned product found there was intermittency in power when the alarm was tested. There is one battery spring inside the battery compartment that is bent. The moisture indicator label is missing. Note: instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. When accessing the battery compartment slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Insert four (4) new "aa" alkaline batteries. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Manufacturer references file # (B)(4).